Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information about approximated patient weight or intervention planned. Further information was requested but not received.

Event description:
It was reported that the patient experienced receiving the replace generator soon message. Rep has tried contacting the patient. Further intervention is currently unknown.

Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: d10: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.